Event description:
On (B)(6) 2025, the user reported alert 38 (motor stall) on their ilet. Multiple restarts were attempted without resolution, and a replacement device was issued. No blood glucose impact, symptoms, or adverse events were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.